Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. During troubleshooting with technical support, the pump was reset, and the pump successfully began charging.